Manufacturer narrative:
Section e3: occupation is patient/consumer. The coaguchek xs serial number was (B)(6). The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable inr results from a coaguchek xs meter. At 1:24 p.m., the meter result was 2.5 inr. At 4:57 p.m., the meter result was 4.0 inr. Clarification on whether the results were from the same day was requested but not provided. The patient¿s therapeutic range is 2 - 3 inr.

Manufacturer narrative:
On (B)(6) 2026, the affiliate clarified that the result of 4.0 inr was produced on (B)(6) 2026 and the result of 2.5 inr was produced on (B)(6) 2026. These results are not discrepant, as there were 4 days between the tests. The investigation did not identify a product problem. The cause of the event could not be determined.